Event description:
On (B)(6) 2013, intuitive surgical, inc. (Isi) received uf/importer (B)(4) with the following event description: during robotic-assisted laparoscopic gyn procedure, the davinci mega suturecut needle driver snapped one of its wire cables in the articulating joint at the head of the instrument. This was observed by direct visualization by the surgeons and surgical staff while the instrument was in use within the patient's abdominal cavity. An x-ray performed at the end of the case confirmed no foreign body.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. Intuitive surgical, inc. (Isi) has attempted to contact the site to obtain additional information concerning the reported event; however, no additional information has been provided as of the date of this report. A follow-up MDR will be submitted if additional information is received. This complaint is being reported due to the following conclusion: an x-ray was performed on the patient after a wire on the mega suturecut needle driver instrument snapped during the da vinci surgical procedure.